Manufacturer narrative:
The sliding core was revealed to be the primary product. An inspection and a review of the manufacturing and inspection documents (DHR) were not possible because the sliding core and the catalog number and lot code were not available. The surgeon reported that all implants were placed correctly; furthermore the explanted sliding core was ¿in exceptional shape¿ and was replaced as a ¿precautionary measure¿. Therefore it can be assumed that the implants were not damaged and functioned like specified; a manufacturing issue can be excluded. Furthermore it was reported that the patient was revised due to pain in the ankle joint caused by bone ingrowth (hypertrophic bone). Hypertrophic bone formations were evaluated by a hcp in the statement ¿clinical results of the star ankle prosthesis, page 72¿: ¿heterotopic ossification (symptomatic: 0 ¿ 15 %) [2, 6, 9, 23, 27], (asymptomatic 0 ¿ 47 %) [6, 9, 23, 27] . The definition of heterotopic ossification is inconsistent in the scientific literature. In most cases it is an incidental finding on the x-rays with no symptoms. Only in rare cases symptomatic heterotopic ossification is found impeding the function of the arthroplasty or causing pain. Symptomatic heterotopic ossification may be treated resection and release. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star.¿ heterotopic bone formations are adverse effects and may require medical or surgical intervention (therefore listed in the IFU). Based on the evaluation a manufacturing fault was excluded. The exact root cause of the bone ingrowth could not be found; it is multifactorial and a common complication. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
Patient presented into operating room 2 years post op (primary surgery (B)(6) 2013) with a painful ankle joint. Most of the pain was located on the lateral side of ankle. A standard anterior incision and dissected down to the ankle level until the joint was opened and exposed. Hypertrophic bone was removed using a combination of a reciprocating saw blade, osteotomes and rongeurs. Particular attention was focused on the medial-posterior aspect of the fibula. Cultures were taken and sent to pathology. The tibial and talar component were well fixed. The sub-talar joint was fused with two 6.5mm cannulated, partially threaded screws. The original poly was explanted from the joint and it was noted that this poly was in exceptional shape. However, as a precautionary measure, surgeon replaced this poly with a new one. The surgical site was then closed and the leg casted.

Event description:
Patient presented into operating room 2 years post op (primary surgery (B)(6) 2013) with a painful ankle joint. Most of the pain was located on the lateral side of ankle. A standard anterior incision and dissected down to the ankle level until the joint was opened and exposed. Hypertrophic bone was removed using a combination of a reciprocating saw blade, osteotomes and rongeurs. Particular attention was focused on the medial-posterior aspect of the fibula. Cultures were taken and sent to pathology. The tibial and talar component were well fixed. The sub-talar joint was fused with two 6.5mm cannulated, partially threaded screws. The original poly was explanted from the joint and it was noted that this poly was in exceptional shape. However, as a precautionary measure, surgeon replaced this poly with a new one. The surgical site was then closed and the leg casted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.